Manufacturer narrative:
Investigation on-going. Additional information /investigation result will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav shuntsystem. The surgeon suspected a blockage of the shuntsystem. Patient informations: age: (B)(6). Height: (B)(6). Weight: (B)(6). Gender: unknown. Implantation: 2013. Explantation: (B)(6) 2021.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valves and deposits in the inlet spout were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both valves are permeable. Bloody liquid leaked. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav shunt system. No significant deformations or damage of the valves, but deposits in the inlet spout were detected during the visual inspection. Next, we tested the permeability, adjustability, the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.